Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a balloon dilation procedure performed in the upper esophagus on (B)(6) 2021. During preparation, the physician tried to inflate the balloon, but the balloon could not create pressure. When the device was removed, water was found to be exiting out of a hole at the distal end of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Correction: it was reported that the event happened during the procedure.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: block b5 (describe event).

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a balloon dilation procedure performed in the upper esophagus on (B)(6) 2021. During preparation, the physician tried to inflate the balloon, but the balloon could not create pressure. When the device was removed, water was found to be exiting out of a hole at the distal end of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.